Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, low pacing impedance and loss of capture was note on the right atrial lead. The lead was explanted and discarded. A new lead was implanted to resolve the event. The patient was stable and will continue to be monitored.